Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and discovered that the volume cylinder was unable to be adjusted and every time measured well below tolerance. The stm contacted tech support and ordered a volume cylinder for overnight delivery. The stm replaced the volume cylinder and performed autofill calibration. The iabp unit passed the autofill calibration within tolerance. A full calibration and functional check was performed per the factory calibration procedures. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the intra-aortic balloon pump (iabp) failed the autofill calibration test during the checkout procedure on the datasette replacement field action performed by a getinge service territory manager (stm). There was no patient involvement, thus no adverse event was reported.